Manufacturer narrative:
(B)(4).

Event description:
It was reported that: manta after the footplate had been release and manta was being retracted to yellow green the blue tubing would not come out of manta sheath. Ai received on 20dec2023 - the operator reported that there was moderate resistance advancing the manta bypass tube into the manta sheath. Additional information received on 26dec2023 he used a pair of pick ups to push the anchor to the collagen. The manta was positioned correctly. There was no reported patient harm or consequences.

Manufacturer narrative:
(B)(4), no return product evaluation could be completed, as the device was not returned for investigation. The device lot history record reviews for lot numbers mn2301507 manta 14f indicated no non-conformities related to these lots, therefore, supporting the devices met material, assembly, and performance specifications before shipment. Case details were reviewed. During the initial undisclosed procedure, issues were experienced advancing and withdrawing the procedural sheaths. Following the procedure, a 14f manta device was planned for closure. While inserting the bypass tube through the haemostatic valve of the manta sheath, the physician encountered moderate resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. While the physician was withdrawing the manta closure to the yellow/green as indicated in the tension gauge window, the blue lock advancement tube did not emerge. The physician decided to use a pair of pick-ups to push the manta anchor to the collagen, and haemostasis was achieved in less than ten minutes. The patient did not experience any harm or consequence from this event. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is (B)(4). We will continue to monitor the rate for all ders related to capa00319 and further investigations will be initiated if the occurrence rate exceeds (B)(4). The der process will continue to monitor for any similar events.

Event description:
It was reported that: manta after the footplate had been release and manta was being retracted to yellow green the blue tubing would not come out of manta sheath. Ai received on 20dec2023 - the operator reported that there was moderate resistance advancing the manta bypass tube into the manta sheath. Additional information received on 26dec2023, he used a pair of pick ups to push the anchor to the collagen. The manta was positioned correctly. There was no reported patient harm or consequences.